Event description:
This patient received a full system replacement, and it was stated that the explanted devices were likely discarded after surgery. No other relevant information has been received to date.

Event description:
It was reported that a patient¿s vns was showing high impedance and was at low battery. The patient was referred for full revision. There was no reported trauma. Additional relevant information has not been received to-date. No known surgery has occurred to-date.